Event description:
Additional information revealed that the reason for explant was ineffective therapy. Therefore, the ipg is no longer reportable.

Manufacturer narrative:
Additional information revealed that the reason for explant was ineffective therapy. Therefore, the ipg is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2025 for an unknown reason.